Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7046891.

Event description:
It was reported that the patient experienced loss of stimulation. Imaging was performed and it confirmed lead migration. The patient underwent a lead revision procedure in which the leads were repositioned. The patient then regained stimulation in his lower back and is doing well post operatively. It was stated that the ipg, implantable pulse generator, pocket was opened using monopolar diathermy to disconnect the leads from the ipg.